Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stoppers and underfill with the incident lot was observed. Additionally, evaluation/ and testing of the customer samples was performed and underfill was not observed, however cocked stopper was seen. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cocked stoppers and underfill with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted and underfill was not observed, however cocked stopper was seen. Root cause description: based on the investigation for underfill, a root cause could not be determined. The most likely root cause for cocked stoppers was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 40,000 bd vacutainer® k3e 5.4mg plus blood collection tubes experienced under fill and a loose stopper. The following information was provided by the customer: item 368856, batch no 8312739 has some serious quality issues. We have received many complaints from our customers regarding this batch. Vacuum is not working well- the tubes are not filled with blood. Also, caps are very poorly placed and skewed. The purchased quantity of this item, with batch no 8312739 is (B)(4) pieces ¿ (B)(6).